Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the device was failed to cross the lesion. During removal, it was noticed the mid stent strut was sticking straight up to the center of the stent. Eventually, the device was removed intact from the patient's body and the procedure was completed with different device. There were no patient complications reported. It was further reported that the target lesion was located in the right coronary artery.

Manufacturer narrative:
Device evaluated by MFR.: a synergy xd mr us 4.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage, with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. E1- initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the device was failed to cross the lesion. During removal, it was noticed the mid stent strut was sticking straight up to the center of the stent. Eventually, the device was removed intact from the patient's body and the procedure was completed with different device. There were no patient complications reported. It was further reported that the target lesion was located in the right coronary artery.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the device was failed to cross the lesion. During removal, it was noticed the mid stent strut was sticking straight up to the center of the stent. Eventually, the device was removed intact from the patient's body and the procedure was completed with different device. There were no patient complications reported.